Event description:
Livanova deutschland received a report that in the frame of the disinfection process, a short circuit occurred between the cardioplegia circuit bridge and the main control board. There is no report of patient/user injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.